Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is due for magnetic resonance imaging (MRI), and a call was made to technical services (ts) to discuss possible programming options during the MRI as the patient does not tolerate right ventricular (rv) pacing and left ventricular (lv) only pacing cannot be programmed during the MRI. Programming considerations were discussed. Additionally, it was noted shock impedance has been chronically elevated for approximately one year. Rv pace/sense impedance has been in-range and stable. Ts advised rv lead integrity testing before the MRI. Lead integrity measurements were carried out and were satisfactory. The MRI was successfully completed, and all lead integrity checks were consistent with pre-scan measurements. The patient was sent home and will continue with normal review/follow-up. No adverse patient effects were reported.